Event description:
Lead extraction procedure resulting in ra/ivc junction injury. The patient survived the injury. Details surrounding this event are actively being pursued and if they become available, a follow-up report will be submitted.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
This follow up is to provide additional event details, patient weight and concomitant devices.

Event description:
Lead management case to extract one cardiac lead due to recurrence of significant ventricular tachycardia due to entrapment of the rv lead (mdt 5076 implanted for 1 week) an rvad that was placed (B)(6) 2014. Extraction of the rv lead required 1 second of laser time with a 14f glidelight. Post extraction it was noted that the chest tube output was higher than the pre-procedure amount and a sternotomy was performed revealing the presence of two lacerations at the ra/ivc junction where the ra cannula had been sutured in place. Repair was successul and the patient was transferred for a scheduled heart transplant.